Event description:
The manufacturer received information alleging a malfunction of an oxygen blender module board. There was no harm or injury reported. The device needs recalibrated to address the issue.